Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize a closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not recognize that the door was closed. A review of the event history log revealed multiple presence of 'shut door - power off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment upper latch switch. The upper latch switch requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. During evaluation, the device had low audio. The cause was identified to be a detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.